Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted the reload was pre-fired and engaged in interlock. The jaws of the reload were open. There were staples protruding from the proximal staple cartridge channel. Pmv performed functional testing which included the reload was loaded into a post market vigilance instrument for functional testing. The interlock was overridden and the reload was then applied to test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an esophagectomy / gastric tube procedure. After the reconstruction of the gastric tube for the triangular anastomosis, used manual stapling handle and reload. The surgeon tried to fire the device, however, could not. Replaced by a new reload and the procedure was completed with no problem. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem.